Event description:
It was reported that an ilet user experienced hyperglycemia after noticing the cartridge was not locked, followed by a supply change and later a rapid glucose decline after taking subcutaneous insulin by pen while disconnected from the pump; the user received guidance to remain disconnected for two hours post-mdi and then reconnected without further issues. Symptoms included high glucose followed by low glucose with a fingerstick value of 67 mg/dl. Outcomes included the need for oral glucose treatment and temporary interruption of pump therapy. Investigation included troubleshooting and user education over multiple calls. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the excursions. It was concluded that the event involved both hyperglycemia and hypoglycemia with cause unclear, and the user returned to target range after interventions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.